Event description:
A report received from the cordis clinical study site indicated that a patient was found dead in the nursing home two weeks shy from four years after receiving a cypher drug eluting stent. An autopsy report was not performed and the cause of death is not known. The drug eluting stent was implanted in 2002 in the proximal left circumflex coronary artery. A visual estimate of the target lesion was 20mm by 2.88mm with moderate tortuosity, 65% stenosis and a timi flow of 3. There was no report of calcification. The stent was deployed at 12atm; pre-stenting angioplasty and post dilation were not performed. The visual estimate of stenosis was 15% with a timi flow of 3. The patient was discharged home on aspirin and plavix. It is not known whether the patient had any angiograms or stress tests after the index procedure.

Manufacturer narrative:
This rapamycin clinical stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.